Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set was detached from the site at the quick release when she was in the house. She was unable to get the set to lock back successfully with her site, so she removed it. Due to this, she had high blood glucose level, which she treated using a manual injection. The site location was above belly button and the pump was worn on the same side as the site. The infusion had been in use for less than 24 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.